Manufacturer narrative:
At the distributor's request, we reviewed the production records, carried out a thorough examination on the instrument and conducted a trend analysis. Results: instrument part no 600-400: of lot #0340692, a total quantity of 15 instruments was manufactured in 06/03. Upon doing an evaluation of our quality records, we found that 3 MDR as well as 6 complaints have been rec'd for instrument part no. 600-400 in the past five yrs. Addressing nonconformances of a varying nature. A trend analysis conducted by us did not reveal any striking features indicating an accumulative occurrence of this type of noncomformance. Having carefully reviewed our production records for the lot number in question, we can confirm that both the correct material and components were used and that the instruments are in accordance with the product specifications. A hardness test conducted on the broken jaw part resulted in a value of hrc 47 which is within the tolerance specified (being hrc 44-48). A visual inspeciton done by us revealed that the jaw hinge had broken. Conclusion: we have been unable to determine a clear root cause of the broken jaw hinge. However, the breakage may have been caused by overstressing. Corrective and preventive action: as, based on our examination, no defect of material, faulty design or manufacturing defect has been found, no corrective or preventive action will be initiated by us. Please do not hesitate to cotnact us with any questions you may have about this.